Event description:
Aneurx device was inappropriate for his anatomy. The sales rep needed to meet his quota. Because of this, an inordinate amount of contrast had to be given, resulting in permanent kidney failure and lifelong dialysis. Route: intra-arterial. Dates of use: 2009. Diagnosis or reason for use: aaa. Event abated after use stopped or dose reduced? No.